Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. They found that the flow sensor receptacle cap was missing. He replaced the missing parts and the device is now running appropriately to manufacturer specifications. The missing components is understood to affect the delivered volumes of the device.

Event description:
The customer reported that the vela ventilator had low tidal volumes (vt). The set vt was 500 ml and the exhaled vt (vte) was 250 ml. It is unknown at this time whether the vt was verified with an external analyzer and it is unknown at this time if there was patient involvement associated with this reported issue.